Event description:
It was reported that the procedure was being performed on a male pt, approx (B)(6) in the surgery pre-op. The catheter was placed for an interscalene block with ease. They experienced difficulty with the removal of the stylet. Once the stylet was removed, they noticed leaking while administering medication and the physician noticed holes in the catheter. The physician tried to remove the catheter and the catheter broke off easily leaving a portion in the pt. An x-ray was performed and a piece of catheter approx 2+ inches was then surgically removed. The pt then had a interscalene block with a single shot needle to complete the procedure. There was a delay in treatment with no harm to the pt, no pt death, and no pt injury was reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.